Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the perfusionist noticed frayed wires on the unit. The device was not changed out, as the monitor is still functional. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.